Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6), 2012, the surgeon performed an s1 fusion on the patient. Rhbmp-2/acs was implanted in the patient during this surgery. Currently, as reported, the patient experiences pain worse than it was prior to undergoing the surgeries.